Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that noise and out of range low impedances were noted. A procedure took place and it was noted that there was lead fracture near the collarbone area. This right ventricular lead was surgically abandoned. No adverse patient effects were reported.